Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a pericardial effusion (pe) occurred. A versacross connect kit was selected for use. A small baseline effusion was noted prior to the procedure. The versacross rf wire was tenting about a millimeter prior transseptal. When the versacross rf wire was advanced across the septum, the physician believed the versacross rf wire may have punctured the aortic/atrial wall. Hence, the versacross rf wire was withdrawn to cross septum at new position. The transseptal puncture was performed successfully and no issues with the devices were noted. Thus, the watchman device was deployed and just prior to release, staff noted the blood pressure had dropped and an effusion of 1cm noted around the ventricle. The closure device was released, and a pericardiocentesis was performed and 500cc of fluid was removed, reversal of heparin was done, and a pericardial drain was left in place. The patient was sent to recovery and it was latter discharged. No further patient complications were reported. The tsp was completed prior to noticing the pe. The anatomy seemed relatively straight forward. The first trackdown was not in a good position. Act therapeutic was measured during the procedure. The device is not expected to be returned for analysis.